Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of this incident, a technical support specialist asked for the medication ID dispensed and a timestamp to check station logs; the customer reviewed past removal history and found records only from 24/02/2026, noting missing history for amoxicillin and ondansetron, but later confirmed the case could be closed for now and agreed to open a new case if the issue recurs. The customer mentioned that the nurses to provide specific details so that the issue can be properly investigated.

Event description:
It was reported that when using the bd pyxis¿ es server the user stated that that patient's medication administration history was not being recorded. The user noted this was unusual, as in their experience this typically occured only when the medstation was not communicating with the server but when checked in health viewer if the pyxis was online, it was online and communicating. There were no adverse events or injuries reported based on this event.